Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked tank cover. Wear and tear damaged front cover and enclosure, corroded dual thermistor, stripped interlock block and bent prongs on the line cord. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The reported problem was duplicated. The root cause of the reported problem was found to be the speaker on the printed circuit board (pcb) was faulty. The technician replaced pcb.

Event description:
Additional info received via email 03-nov-2021: date of event updated, and this issue did not occur in patient use.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was tested and the reported issue was confirmed; the alarm condition occurred with no alarm sound occurring. The issue was determined caused by a faulty speaker component. The main board was replaced to address this issue.

Event description:
It was reported the device did not give audible alarm during the "low reservoir" alarm condition. The reporter stated the issue was found during testing with no patient involvement.